Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states the provided undated intra-op photo appears to show a visible portion of the proximal regenesorb sa material above the bone surface. The electronic photocopied post-op x-ray image appears to show anchor placement; however, the depth cannot be confirmed from this view. The ¿planned¿ follow-up x-ray image shows the larger proximal regenesorb ¿ sa fragment just lateral to the humeral head/not in the bone. It was communicated that the removed anchor was discarded due to biological debris and concern for contamination. It has not been confirmed if the distal pk tip remains retained in the bone; however, there are no biocompatibility concerns for the implant fragment if embedded/retained in the bone as the likelihood for migration would be low. Based on the information provided, the clinical root cause is likely multifactorial. It was communicated that the patient did not adhere to the post-op course/restrictions. Additionally, based on the intra-op photo, it appears the sa was not flush or below the bone surface; therefore, a user technique/surgical variance cannot be ruled out as a potential contributing factor as it cannot be confirmed that the sa implantation was initially successful. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. Corrected data: h6: health effect - clinical and impact code.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after a shoulder arthroscopy on (B)(6) 2024, an x-ray taken four weeks later on (B)(6) 2024, revealed that the anchor, previously embedded in the bone, had become dislodged. The distal pk tip remained within the bone, while the proximal tip of the healicoil anchor appeared to have dislodged, as shown in the x-ray. A revision surgery was performed on (B)(6) 2025, to remove the anchor from inside the patient. The explanted anchor was discarded.